Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad trace. No moisture damage on electronics and motor noted. Device was received with minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
It was reported via phone call that the insulin pump got wet and later, the insulin pump alarmed button error. Blood glucose value is unknown; current value was 142 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.